Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration and the force resistance measurement is out of specification. There was evidence of contamination found in the force sensor housing and the force sensor shim. Investigation revealed that there was a missing shim/ball bearing in the lead screw gear. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination in the force sensor housing. This report is made based on results of investigation completed on (B)(4) 2012.